Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6), 2011 site #27 in type 1 bone. The clinician reports that the reason for the implant's fracture was due to the clinician did not go past 30ncm when seating the implant. The clinician drilled the osteotomy with the 2-step lab bur and drilled 2/3 depth of the implant length then placed the 2.3mm implant with the handpiece set at 30ncm's. The clinician stated that he was almost to the length when the implant continued to spin and would not advance. The clinician backed out the implant and noted that the apical portion had fractured off. The apical portion of the implant has been put to sleep. The coronal aspect of the implant was successfully removed on (B)(6), 2011. Medical history: no significant findings.